Event description:
Contact called stating that the meter is reporting inaccurate results. They received a reading of 32 mg/dl compared to a result 2 minutes earlier of 102 mg/dl. The paramedics were called and they administered an IV of dextrose. An evaluation was conducted over the phone which determined that the customer was using expired test strips. Customer asked to return meter for further evaluation, and a replacement was provided.